Event description:
On (B)(6) 2010 patient reported he is having an issue with the self-adhesive not sticking to his body and the headset falling out. Patient is new to pump therapy and this is the first time he has changed the infusion site and needs some assistance. Reviewed how to use insertion assist device. Reviewed site preparation. Assisted patient with removing the blue protective cover from the headset. Patient was able to successfully attach a new infusion site. Assisted patient with connecting the infusion set tubing to the new infusion headset. Advised to bolus to fill the cannula; patient was able to successfully fill the cannula. Patient reported his blood glucose was 220 mg/dl a half hour ago, which is elevated for him. Patient's target blood glucose range is 100-130 mg/dl. Patient stated he has not been able to use his infusion device since (B)(6) 2010 because of the issue with his infusion set. Patient reported the last time he took insulin was on (B)(6) 2010 before going to bed; patient stated he took 10 units of insulin via insulin pen. Advised patient to consult his doctor on how much insulin he should take. On follow up call to patient on (B)(6) 2010, patient reported no current issues and stated his blood glucose has returned to his target range. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.